Manufacturer narrative:
Cmpl (B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient experienced loss of consciousness and a broken back bone (due to the fall). There was no bg nor cgm values report, but the patient reported inaccurate values she measured her bg and she was about to treat her hypoglycemia and fainted. The patient was taken to the hospital and there they performed a magnetic resonance imaging (MRI). The patient was treated with novaldin, opiod, pantacacol (pain medication) and there was no treatment information for hypoglycemia. At the time of the report the patient was still at the hospital, bedridden an couldn't walk. Although the patient was still in the hospital the following day, the length of stay at the hospital (less than or more than 24 hours) is unknown. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). D10 concomitant medical device - additional. H2 additional information.

Event description:
Subsequent to the initial MDR, additional information is required.